Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: self test failed. Tf-231009,431002 . What correction has been done? All test are failed. We found issues with main board and blower module. Need to cross check with main board and blower module.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.